Manufacturer narrative:
Initially it was indicated a patient death occurred. A correction was made to indicate a serious injury occurred.

Manufacturer narrative:
It was initially reported, the manufacturer received information alleging a patient's blood oxygen saturation decreased while using a ventilator. The patient was placed on another device and fully recovered. The ventilator was returned to the manufacturer for evaluation. During the evaluation, a "service required" code was observed and an error occurred during testing. The ventilator's oxygen blending module board and interface board were replaced to address the issues.

Event description:
The manufacturer received information alleging a patient's blood oxygen saturation decreased while using a ventilator. The manufacturer is currently investigating this event and a follow-up report will be filed when the investigation is complete.